Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic system had no phacoemulsification during surgery along with priming and footswitch errors. Procedure details and patient impact have not been provided. This complaint is pertaining the third of four reports received from the initial reporter.

Manufacturer narrative:
The company representative was able to confirm the reported system message (sm) codes attributed to the footswitch. To address this, the footswitch was replaced and returned for testing. Secondly, (as a preventive measure) the fluidics module was replaced and returned for testing. The system was then tested and found to meet specification. The last of the sms were addressed when the company representative coached the customer through toggling the continuous irrigation (triggering the sms). Based upon the information provided, this issue remained inconclusive. However, the company representative has confirmed that the system was ¿functioning as expected.¿ a non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The complaints that were generated in the report are all from the same surgery day. The footswitch was returned for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned footswitch was unable to connect/charge when docked onto the console. System messages were then displayed on both attempts. The sample was then connected to the console via cable with no issues. The button functionality and the treadle size adjustment were tested. The adjustment knob was also tested and exhibited no issues. The fluidics module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned fluidics passed all functional tests. The root cause of the reported ¿footswitch sm¿ is attributed to the nonconforming footswitch. The root cause of the reported ¿phacoemulsification and aspiration issues¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.